Event description:
It was reported that there has been a screw relaxation at the proximal area. There was a delay of 30 min.

Event description:
It was reported that there has been a screw relaxation at the proximal area. There was a delay of 30 min.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: no deviations were found during review of the manufacturing and inspection documents (DHR) for the proximal humeral nail and both proximal locking screws. The device was documented as faultless prior to distribution. An investigation of the device was not possible due to missing product. The review of the device history records revealed no deviations. Based on this review a manufacturing issue can be excluded. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place. Device was not returned.